Event description:
It was reported that during a coronary stent procedure of an rca lesion, the stent dislodged during advancement. The stent was located and deployed. The target lesion was successfully treated with another express2 stent.